Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure performed to treat atrial fibrillation (afib), a farawave was selected for use. During the procedure, the guidewire did not move through the farawave catheter as expected. As a result of this issue, troubleshooting was performed by changing the catheter. Following this action, an alternate device was used to continue the procedure. No tissue was observed at the tip of the catheter or guidewire. No patient complications were reported in association with this event. The procedure was completed, and the patient outcome was reported as fully recovered.